Event description:
Customer reported issues with the insulin pump. Customer states that the o-ring around the battery compartment is gone. Customer also states that the damage occurred when she was unlocking the belt clip from the insulin pump. The blood glucose reading is 96 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.